Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple intermittent minimum fill notifications across multiple cartridges. Reportedly, the customer filled a cartridge with around 300 units of insulin. The customer's blood glucose levels reached 300-400 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.